Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (egp) had a lower display with mixed pixels. It was indicated that a battery contact was compressed and the battery drawer was dented and broken. The epg was to be scrapped. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) .

Event description:
It was reported that the external pulse generator (egp) had a lower display with mixed pixels. It was recommended that the epg be returned for service. The status of the epg is unknown. There was no patient involvement.